Event description:
It was reported by the patient¿s family member that the implantable pulse generator (ipg) is ¿not working.¿ it was further reported that the patient was in the hospital for an unknown reason and the heart rate was dropping to 45 beats per minute when the low rate is set to 60. Additional information obtained from the physician¿s office indicated no known device issue and no known intervention was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, implanted: (B)(6) 2012; 5076-45, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).